Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from one (1) patient sample that was generated by the access 2 instrument. The initial accu tni result was 1.44 ng/ml. The customer re-tested the sample for accu tni. The repeated accutni results were: 0.02ng/ml, 1.32ng/ml, and 0.04ng/ml. The customer re-tested the sample for accu tni on a different instrument. The repeated accutni result was 0.02ng/ml. The customer re-tested the sample for accu tni on the initial access 2 instrument. The repeated accutni result was 0.02ng/ml. The result was reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary: samples are collected in 12x75 plastic bd lithium heparin tubes with gel and centrifuged at 3800 rpm for 10 minutes at room temperature. Specimens were sampled from insert cups inserted in the blood tube. Qc performed prior to and after the event was within specifications. System check performed in 2007 was within specifications. The customer indicated that there were no flags or error codes from the instrument at the time of this event. A field service engineer (fse) was dispatched to the customer lab on a week later. The fse performed lumwash son/inc and precision testing which both passed. The fse provided data on sample handling for the customer. The fse verified that the instrument is operating within specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.